Event description:
On (B)(6) 2026, a clindex notification was received via email indicating that additional information had been obtained from a clinical study (shoulder arthroplasty registry, airr 00608). The subject previously underwent a right reverse total shoulder arthroplasty on (B)(6) 2024 utilizing the univers revers apex implant system. Review of clinical records identified that on (B)(6) 2025, the subject sustained a fall and was evaluated at the emergency room, where an extra articular right distal humerus fracture was diagnosed. The subject underwent same day surgical management consisting of open reduction and internal fixation (orif). Follow up imaging demonstrated fracture healing, and the subject was released from orthopedic care in (B)(6) 2026. At the (B)(6) 2026 follow up visit, the subject reported no pain, complications, or issues related to the right reverse total shoulder arthroplasty. The subject reported acceptable functional use of the shoulder joint and denied any problems with the implanted shoulder device. Device causality was assessed as unrelated. No device malfunction, failure, or contribution to the reported fracture or subsequent surgical intervention was identified.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.